Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the ins gets hot and becomes very uncomfortable during charging, with the issue starting about six months ago. Pt stated that they would stop charging when the ins becomes hot and resumes after some time. Pt shared that a recent visit with the new healthcare provider (hcp) and rep for reprogramming included reporting this concern and being advised by the rep that follow-up contact would occur, but pt has had no further contact at this time from rep or hcp. Agent sent a request to the rep in the area to contact the pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they will be having a battery replacement on april 16th. They stated that hopefully this will solve their problems because they are in a lot of pain at this time. They are still waiting for the issue to be resolved.